Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient receiving intrathecal dilaudid in minimum rate mode (5 mg/ml at 0.0302 mg/day) per the pump logs last changed 2018-(B)(6). The event/difficulty occurred on 2018-(B)(6) during normal use. The patient claimed she did not get adequate pain relief according to the hcp. The pump was explanted on 2018-(B)(6) and would be returned. The pump would not be replaced in the future. There were no environmental/external/patient factors may have led or contributed to the issue. Diagnostics/troubleshooting performed was noted as ¿not applicable.¿ it was noted the patient was fixated on the synchromed ii recall (not specified) and believed her pump was not working. She was also aware of a software change to the 8840 and believed that also contributed to the therapy not being successful. The patient reported ¿she was getting a lawyer¿ but the hcp was not sure what that meant. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight and medical history were asked, but unknown. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate and dilaudid with of unknown concentration at an unknown dose rate via an implantable pump for pancreatitis and non-malignant pain. It was reported that the patient believed she had an episode with her pump where she had too much medication, then she had none, and went through withdrawals. It was further noted that it caused a pretty scary adverse reaction, that she had a life altering reaction and got arrested and was in jail for 85 days. They wanted to do an ultrasound and the patient wouldn't let them near the pump because they were unqualified jailers. It was reported that the patient needed help and it was serious and she was in detox. The patient wanted to know what she needed to do as they took her child away from her. No troubleshooting was performed. It was unknown what type of medication was the pump currently, but it had been dilaudid for the last 4 years. It was noted that the patient didn¿t know she was going through withdrawal, she thought it was something else, and it got worse. It was further noted that the pump was ¿zapping¿ her like an electric shock and she wasn¿t getting any sleep. The patient¿s sleep was disturbed for a year but got intense in (B)(6) 2018. The patient¿s leg would pop up or arm would twitch and wake her up like shocks and she didn't know what it was until it was too late. The zapping, electric shock, sleep disturbed, leg pop up and arm twitching the patient experienced occurred in (B)(6) 2018. The date (B)(6) 2018 is an approximate date of event (month and year known only). The patient experienced withdrawal in (B)(6) 2018 (month and year specified only). It was indicated that the patient was put in jail (B)(6) 2018 because no one will help her. Having the patient consult with their healthcare provider¿s office for the next steps was being considered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative on 2019-apr-09. It was reported that the patient was given too much ziconotide, and also mentioned dilaudid at ">24 ml."

Manufacturer narrative:
Analysis of the pump revealed no anomaly. H6 update/correction: the patient code (B)(4) and (B)(4) were not coded previously in error. The previously applied conclusion code remains applicable. If information is provided in the future, a supplemental report will be issued.